Event description:
It was reported that this electrode had fractured and was exhibiting a high shock impedance measurement of greater than 400 ohms. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325mm from the terminal pin, in the notch area adjacent to the sense b electrode. December 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode had fractured and was exhibiting a high shock impedance measurement of greater than 400 ohms. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.